Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: right after the obturator was inserted, something came off of the device. There was no add'l bleeding and nothing fell into the pt cavity. No tissue damaged. Operating room time was not extended more than 30 minutes. No pt injury was reported. No pt info available.